Event description:
It was reported that the iab was inserted in a pt in very poor condition with cardiogenic shock. Twenty-four hours after insertion, blood was noted in the helium tubing. The iab was removed and replaced without any pt complications.